Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: black box shows no evidence of short battery life, ¿cs162¿ warning was unacknowledged for 3hr on (B)(6) 2015 leading to ¿cs128¿alarm, ¿cs177¿ warning was observed as well as a result of a not fully charged replace battery use. ¿ez-prime¿ steps were performed correctly, all current reading are within specifications. Unable to duplicate ¿short battery life¿ complaint. The pump¿s cover as removed, no intermittent condition was found to the power flex/circuit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.